Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was not provided.cts instructed caller to plug the pump into a power source with charging supplies that are known to work. The pump's color led is blinking around the button and is red and the pump is vibrating at least once every 3 min. So cts will need to replace the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.